Event description:
Tesio catheter for dialysis access placed on 5/8/96. On 2/6/1998 due to non-functioning catheter, unsuccessful attempts were made to regain flow using urokinase. During dissection to remove catheter, catheter was seen to fracture. Attempts to remove portions of catheter using hemostat and balloon catheter were not successful. The pt required surgical retrieval of catheter fragments and repair of subclavian vein lacerations.